Event description:
The customer reported that while in pt use the front panel blanked out. The ventilator continued to ventilate the pt. The pt was removed from the ventilator and placed on another ventilator, no pt harm.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and noted that the ventilator was operating normally, but lcd a bit jittery. Replaced front panel and ran ventilator on test lung for 1.5 hours, no issues. Ventilator operates to MFR specifications.